Manufacturer narrative:
The pump was received with blank display due to corroded battery tube. The pump was unable to perform the functional testing, including the operating currents measurement, self-test, unexpected error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display anomaly. No moisture damage was found inside the pump. The pump had cracked case at display window corner, battery tube threads and minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of moisture damage from the insulin pump. The customer's blood glucose reading was unknown. The insulin pump will be returned for analysis.